Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening at the cement to implant interface. Depuy cement was used. Update rec'd october 18, 2017 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing increasing pain and decreasing function. Upon revision, the patient was found to have a fracture of the medial cement panel and the tibial implant was tipping into varus.